Event description:
No blood glucose levels reported. The customer reported a crack on the display of the insulin pump. The crack on the display of the insulin pump was located on the lower left and lower right of the display of the insulin pump. The customer also reported a crack on the display window of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)